Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to report back if any issues reappear, which the customer understood and acknowledged.